Manufacturer narrative:
We checked the returned unit and confirmed that the lg water jet supply tubes clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg water jet supply tubes. In addition, we confirmed that the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged